Manufacturer narrative:
Device analysis report attached. This report is submitted on april 12, 2024.

Event description:
Per the clinic, the electrode array was not in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.